Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of absence of no delivery alarm. The customer's blood glucose reading was 200 mg/dl. The customer stated that he was in the hospital due to a non-diabetes related issue. The insulin pump will not be returned for analysis.